Manufacturer narrative:
The hill-rom technician found that the safety locking mechanism for the right stretcher pole did not function. Therefore, the stretcher pole came out of place. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician removed the locking mechanism which will be replaced at a later date. The investigation is ongoing. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating that the clamp within the locking system that holds the lift's stretcher pole to the lift broke. The stretcher pole meant to be safety locked was dislodged and the patient fell onto the bed below. The patient was examined and there was no patient or user injury reported. The lift was located in the patient's room at the account. This report was filed in our complaint handling system as complaint (B)(4).